Manufacturer narrative:
A root cause for the patient¿s gi bleed could not be determined through this evaluation. The account communicated that the patient was admitted with dark bloody stool as well as an international normalized ratio (inr) of 4.2. An esophagogastroduodenoscopy (egd) was performed and the patient was treated with a 3 unit transfusion of packed red blood cells. It was further communicated that the patient¿s pump was functioning as intended. The patient was ultimately discharged on (B)(6) 2014. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient weight was not available. Approximate age of device - 11 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with dark bloody stool. The patient's international normalized ratio value was 4.2. The patient was diagnosed with gi bleeding. An esophagogastroduodenoscopy (egd) was performed; however, the results were not provided. The patient was transfused with three units of packed red blood cells and was discharged from the hospital. The lvad was reported to be functioning as intended. No additional information was provided.